Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01424 and 3005099803-2011-01425. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used to treat a post-polypectomy bleed in the colon on (B)(6), 2011. According to the complainant, during the procedure, a resolution clip (manufacturer report #3005099803-2011-01424) was advanced down the scope to the target bleed and grasped tissue. The physician attempted to deploy the clip but it would not release from the catheter. A second resolution clip (manufacturer report #3005099803-2011-01425) was advanced down the scope to the target bleed and grasped tissue. The physician attempted to deploy the clip; however, the same issue occurred and the clip would not release from the catheter. The device was removed from the patient and the procedure was completed with another resolution clip.